Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he had issues with infusion sets. Customer's blood glucose level was 478 mg/dl. He treated his blood glucose level with a shot and redid infusion set. The device was not returned.